Manufacturer narrative:
(B)(4). The customer returned one 2-l catheter with dressing still attached for evaluation. Visual examination revealed that the distal luer hub separated from the extension line. Microscopic examination revealed that a portion of the extension line was still inside the separated luer hub. Additionally, the edges at the point of separation were rough and not uniform, consistent when undue force is applied. The overall length of the distal extension line measured 1.65" which is within specification of 1.60-1.66" per product drawing. The inner and outer diameter of the distal extension line were measured and were found to be within specification. A manual tug test confirmed the proximal extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with this kit warns the user "catheter should not be forcibly removed, doing so may result in catheter breakage and embolization. Follow institutional policies and procedures for difficult to remove catheter." The customer report of an extension line separation was confirmed through complaint investigation. The distal extension line of the returned connector assembly was separated at the hub. The appearance of the damage is consistent with a continuous pulling force being placed in opposite directions on the luer hub and extension line body. Catheter met all relevant dimensional inspections and device history record review was completed with no relevant findings. The probable cause of the damage is likely unintentional user error. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer states that they experienced hub separation from the extensionlines of the catheter.

Manufacturer narrative:
(B)(4).

Event description:
Customer states that they experienced hub separation from the extension lines of the catheter.